Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site and performed system maintenance, heterogenous module (hm) and loci alignments, loci insert replacement, calibrated all temperatures, established new statistics, and ran quality control (qc) and precision check with acceptable results. A review of the instrument data did not show an issue with the reagent or instrument. The clot check data showed an atypical aspiration for the discordant result in question, indicating either a sampling system issue or a sample integrity issue. There were no other test samples with the same atypical aspiration pattern. Based on the information provided, the cause for the discordant cardiac troponin I (tni) patient result is unknown, however sample integrity issues cannot be ruled out. The customer will update their sample handling techniques. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The same patient sample was repeated the on an alternate dimension exl instrument, resulting lower. The sample was sent to an alternate laboratory, run on a dimension vista instrument, resulting lower. The cardiac troponin I (tni) result from the alternate laboratory was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (tni) result.